Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they experienced a loss or change in therapy. The patient stated that since she started taking lortab for an unrelated knee injury she has stopped feeling stimulation and had a return of symptoms. The patient stated that she had filled up a depends on the day of report. The patient noted that the change in symptoms was sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.